Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I was alerted by cssd staff of an incident in (B)(6) 2022, where an attune navigation pin broke and was not picked up until the post operative x-ray was done. The surgeon identified this and talked to the patient. Surgeon states he told the patient he does not need to remove it as it is in bone, and unless it starts causing an issue. Which he also stated that it has not since. The hospital has started their investigation now hence why they have only alerted the company recently.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.